Event description:
The foot piece was stuck in the loading mechanism. The filter was fully deployed except that one of the feet was stuck. They could not tell it until the delivery system was pulled out. At that point, the entire filter was pulled down into the ivc further than planned.